Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a broken eyepiece. Additional findings include an objective lens misalignment, click pin collapse, appearance scratches, gold plating peeling, and product name discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, 70°, 4 mm had a damaged appearance. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
The procedure was a transurethral resection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was corrected with information that was inadvertently omitted from the initial report. The device was autoclaved with a hand wash procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken eyepiece could not be determined. The damage may have occurred due to user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.